Manufacturer narrative:
(B)(4). Insulin pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 5.1 mmol/l. The customer reported that they were able to clear the alarm. The customer was assisted with troubleshooting for clearing power error alarm. The insulin pump will be returned for analysis.